Event description:
It was reported that balloon rupture occurred. A12mm x 3.75mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).